Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level and had issue with insulin pump. The customer's blood glucose level at the time of incident was 987 mg/dl. The customer reported that they received insulin flow blocked alarm and insulin was exited during fill cannula. The insulin pump will not be returned for analysis.